Event description:
Event description boston scientific received information that this pacemaker which had been implanted in august 2004, had declared end of life (eol) on december 1, 2006. Pacing at vvi 50ppm was observed and telemetry could not established. It was noted that this patient did not come in for followup visits after implant and the device had remained at high programmed outputs since implantation. The device was explanted and a competitor's device was implanted without further incident.